Manufacturer narrative:
(B)(4). It was unknown if pd therapy was ongoing at the time the patient expired; however, the patient was not performing apd therapy at the time of death as the hospital did not have homechoice devices. Upon further investigation, it was determined that the pd hardware is no longer a suspect product. The corrections reflect the change of the suspect product to unknown pd disposable. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was requested. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized prior to death. The cause of death was not reported. It was unknown if pd therapy was ongoing at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.